Event description:
It was reported that during the procedure in a saphenous vein graft to the circumflex artery, a filterwire was advanced due to stenosis in the proximal segment of the vein graft. A 3.5x12 promus stent delivery system was advanced and the stent was deployed at the ostium. Upon removal of the stent delivery system, it was noted that the proximal edge of the stent had a longitudinal bend which appeared to have been caused by the non-abbott guide catheter. Post dilatation was performed and a 4.0x23 promus stent was deployed to cover the proximal edge of the stent. The filterwire was withdrawn and the procedure was successfully completed. There was no adverse patient sequela and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The promus stent delivery system (sds) was not returned for analysis which may have aided in the investigation. Factors that can contribute to stent damage include, but are not limited to, manufacturing, removal of the protective sheath, handling of the product, or interaction of the sds with accessory devices or anatomy. To help ensure this type of event is not the result of a product deficiency, all sds are 100% visually inspected online for stent damage, including at the point that the protective sheath is placed over the balloon. There was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is unknown when the stent damage occurred but it was reported the guiding catheter may have contributed to the reported damage. It is possible an interaction with the guiding catheter contributed to the reported difficulties; however, this could not be confirmed and a conclusive cause could not be determined. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency.